Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found the manual probe bent causing torque on the bsv (blood sampling valve) that may have caused the bsv not to rotate properly affecting sample segmentation. The fse also found tubing routed incorrectly at pinch valve pv44 not allowing the tube to be completely pinched off when the valve was activated. The fse routed the tubing correctly and straightened the probe. The bsv was then observed to rotate properly. The cause of the issue is attributed to the bent probe on the bsv. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report discrepant low white blood cell (wbc), hemoglobin (hgb) and red blood cell (rbc) results generated by a coulter lh 500 hematology analyzer without instrument flags on a redrawn patient sample compared to the same sample run on another instrument and the initial patient sample which were both considered correct. Bec review of the data also showed discrepant low platelet (plt) results without instrument generated flags. The results provided by the customer are shown in the attachment. Erroneous results were not reported out and there was no change to patient treatment attributed to this event.